Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 401 - ¿high¿, per continuous glucose monitor reading; cause was unknown. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support. Customer continued to use the pump for insulin therapy until replacement arrived.